Event description:
During an in clinic follow-up, a sharp drop in estimated battery longevity was observed on the device. The physician alleged premature battery depletion as the cause of the event. The device was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported events of premature battery depletion was not confirmed. The device was received from the field with normal functionality and battery voltage above elective replacement indicator (eri) level. The review of the device image indicated the auto-capture feature was enabled. When automatic settings are programmed, such as auto-capture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. Further evaluation was performed under various pulse amplitude indicated normal current level and no indication of premature depletion was revealed. A longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.